Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "auto stopcock for fax doesn't work" (device operates differently than expected). A nurse reported the auto stopcock for fluid/air exchange (fax) did not work. When the doctor tried to perform fax, no air came into the eye. The surgery was completed with another infusion-set. The surgery was 5 minutes delayed. No complications were noted and there was no pt harm. Add'l info was requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).